Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 10x40 smart control self-expanding stent (ses) product was received in a severely creased shelf box. The inner package was also damaged to the point that the customer was concerned that the sterility of the device had been compromised. Damage was reported to the outer product box and the inner product pouch, while the condition of the shipping box was unknown. There was no reported injury to the patient. The inner package seal was not opened with the intent to use and later reshelve. The damage was noticed after the product had been received and stored in the lab, prior to use. The actual product was not damaged, and the procedure was not completed because the product wasn't used. The device will be returned for evaluation.

Event description:
As reported, the 10x40 smart control self-expanding stent (ses) product was received in a severely creased shelf box. The inner package was also damaged to the point that the customer was concerned that the sterility of the device had been compromised. Damage was reported to the outer product box and the inner product pouch, while the condition of the shipping box was unknown. There was no reported injury to the patient. The inner package seal was not opened with the intent to use and later reshelve. The damage was noticed after the product had been received and stored in the lab, prior to use. The actual product was not damaged, and the procedure was not completed because the product wasn't used. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 10x40 smart control self-expanding stent (ses) product was received in a severely creased shelf box. The inner package was also damaged to the point that the customer was concerned that the sterility of the device had been compromised. Damage was reported to the outer product box and the inner product pouch, while the condition of the shipping box was unknown. There was no reported injury to the patient. The inner package seal was not opened with the intent to use and later reshelve. The damage was noticed after the product had been received and stored in the lab, prior to use. The actual product was not damaged, and the procedure was not completed because the product wasn't used. The device will not be returned for evaluation. The device was not returned for analysis. A product history record (phr) review of lot 18464247 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterile barrier breached¿ could not be verified, as neither the product images nor the inner packaging were returned for evaluation. Similarly, the reported condition of ¿packaging/pouch/box damaged - inner package and outer box¿ could not be verified due to the absence of both the inner and outer packaging, as well as the lack of supporting photographic evidence. As a result, the reported events could not be conclusively substantiated, and the root cause could not be determined based on the information provided. According to the instructions for use, which are not intended to mitigate risk, ¿do not use if the pouch is opened or damaged.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.